Manufacturer narrative:
Device history record (DHR) reviews were conducted for the novasure disposable device and rf controller used in this procedure. No abnormalities were noted and the devices passed all qa testing prior to release. No relationship can be established between DHR and current complaint. The rf controller was mfg in feb 2008. (B)(4).

Event description:
Approx ten seconds into a novasure endometrial ablation procedure, the pt had a "vaso-vagal response". The physician aborted the procedure and performed a "sternum rub to revive the pt". The pt was observed and discharged home later the same day. The physician's nurse reported on follow-up that the pt returned on (B)(6) 2011 and had the novasure procedure without issue. The pt is reported to be "fine"